Manufacturer narrative:
The patient information and the "date of event" have not been provided. The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Claims user hit a little bump and was thrown out of chair.

Manufacturer narrative:
The provider handled with the consumer. The unit is working properly.

Event description:
Claims user hit a little bump and was thrown out of chair.